Manufacturer narrative:
Discrepant gradings of c(rh4) antigen typing reactions for one patient. The incorrect gradings reported by the customer were not confirmed. The root cause of the positive reactions obtained in c(rh4) antigen typing are sample related, the patient was transfused with c(rh4) antigen positive blood. No general product failure is identified. A biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
The customer is reporting discrepant gradings for c(rh4) antigen typing for two samples from the same patient using biovue technique in conjunction with their ortho vision biovue analyzer. Complainant: mr. (B)(6), laboratory technician. Complaint reporter name: mr. (B)(6) ¿ ortho laboratory specialist. Event date: (B)(6) 2017. Reported on: (B)(6) 2017 by mr. (B)(6) to mr. (B)(6) who reported it on the same day to the helpdesk. Software version: not provided. Reagents: ortho biovue system rh/k cassette lot rhp017f exp. 15 july 2017. Patient information: (B)(6) male patient. Transfusion history unknown from the customer. The reference laboratory confirmed that the patient in question is c(rh4) antigen negative and was transfused end of december 2016 with 5 c(rh4) antigen positive blood units. No further detail was provided. The customer said that, on (B)(6) 2017, they had tested a patient sample for c(rh4) antigen typing using ortho biovue system rh/k cassette in conjunction with their ortho vision biovue analyzer and they had obtained a positive (with 4+ reaction strength) with biovue anti-c(rh4) reagent. The customer said that this c(rh4) antigen positive result was reported to the physician. The customer said that, on the same day, they had tested another sample from the same patient for c(rh4) antigen typing using the same reagents and analyzer and that they had obtained a positive (with 3+ reaction strength) with biovue anti-c(rh4) reagent. The customer said that this reaction was at the defined threshold and was manually reviewed. The customer said that, when manually reviewing the two obtained reactions they would have graded the reactions as mixed field. The customer said that a biased result had been reported to the physician and the correct result was issued prior to physician¿s action. The customer said that the patient concerned was not harmed.